Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement at the time the failure occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the video cable. Covidien was not authorized to service the device.